Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an echo-hd-19-c. The reporting precedence covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of the outcome.

Event description:
Physician was able to advance needle in and out of the lesion a few times, then a snap was heard/felt. Needle could no longer be controlled with the handle. Needle was removed from the scope. In order to salvage the sample from needle, the needle was cut, and stylet was advanced. Additional information received confirmed the needle was extended during withdrawal from patient/endoscope. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.